Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a syringe. The customer reports "during a phelbotomy procedure using the safety needle device, the contaminated needle disconnected from the hub"